Event description:
The customer reported that the device failed to discharge during a pt event. The involved pt died.

Manufacturer narrative:
(B)(4): a follow up report will be submitted after phillips obtains more information concerning this event.